Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. Although the root cause of the reported non-functioning leaflet in this case cannot be confirmed, it is possible that a combination of patient factors such as severe valve calcification and / or slow to recover blood pressure following rapid pacing lead to a delay in obtaining an adequate pressure to mobilize the leaflet. Additionally, procedural factors (fair image intensifier angle and coaxial alignment leading to less than optimal valve placement) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, post deployment of a 23mm sapien valve there was severe central aortic insufficiency (cai). A second sapien valve was subsequently implanted within the first, which resolved the cai. Case summary: the native annular diameter was 21.6mm on tee. The ascendra sheath was placed and balloon aortic valvuloplasty (bav) was performed with a 20 x 3 edwards balloon. The sapien valve was positioned and deployed 50:50 across the native aortic annulus. Following deployment, there was trivial pvl and severe cai. On short axis tee there was a non functioning leaflet. The pigtail catheter was used to try and free the stuck leaflet without success. A second sapien valve was deployed within the first valve and echo showed no cai and trivial pvl. The sheath was removed, chest was closed and the patient was transferred to the intensive care unit in stable condition. Additional investigation revealed the following: the image intensifier angle and coaxial alignment of the valve and delivery system were both described as fair. There was severe and bulky calcification on the native valve. The native aortic root was moderately calcified. No native leaflet overhang was noted on tee following deployment of the first sapien valve. Nothing abnormal was noted about the sapien valve prior to use.